Manufacturer narrative:
The probnp ii reagent lot number was 74749801 with an expiration date of 31-jan-2025.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 411 analyzer (disk system). The initial result was 36 pg/ml. The repeat result was 2600 pg/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The field service engineer (fse) visited the customer site multiple times and performed several service actions and preventive maintenance. The measuring cell, tubes, sample/reagent pipette tubing, and drainage pipe were replaced. The sipper was adjusted and the photomultiplier tube adjustment was checked. Measuring cell preparation was performed along with blank cell calibration, instrument performance testing, calibration, and qc. The customer has had no further issues. Since multiple service actions were performed, the specific cause of the event could not be determined. The service maintenance actions resolved the issue.